Event description:
Device malfunction: none. Symptoms/ae:myocardial infarction (mi). Time of symptoms/ae: seven days post procedure. It was reported that the pt experienced a myocardial infarction (mi), seven days after having bilateral carotid pta stenting of the left and right internal carotid arteries. The pt was admitted to the hosp for antibiotic treatment of leukocytosis and debridement of multiple liver abscesses. During hosp admission, the pt had a rise in cardiac enzymes ck, ck-mb and troponin-I levels, without symptoms or ECG changes. The cardiac enzymes returned to a normal level after four days, without any treatment. An echocardiogram in dec 2006, reported an ejection fraction of 50%-52%, diastolic dysfunction, and mild hypokinesis of the anterior septum and the anterior wall consistent with coronary artery disease. No additional info is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event info, including pt info and pt status from the hospital, field contact or distributor.